Manufacturer narrative:
Additional information: section h imdrf annex a and c code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer 2.2 failed. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the assy retractoe drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of cubie keeps failing was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that main enhanced half height drawer 2-1 and 2-2 cubies keep failing. Found scratch marks on both retractor bands. Replaced both retractor bands. Replaced row board b drawer on 2-2. During dchu visual inspection: p/n 353844-01: both parts were received with copper strands in contact with adjacent copper strands. P/n 356450-01: was received with no signs of physical damage, fluid ingress, missing or loose components. During dchu testing: p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands of both parts received during the visual inspection. P/n 356450-01: the hta could not detect the cubies installed on the assy tray hh. The part was considered faulty and it was proceeded with the internal inspection. Internal inspection: p/n 356450-01: part showed no corrosion, excessive contaminants or unsecure connectors or aluminum fragments the device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of cubie keeps failing was due to: crossed continuity between adjacent copper strands of both assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality. A faulty assy tray hh, p/n 356450-01 without a specific failed component.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer 2.2 failed. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the assy retractoe drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.